Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. The returned device indicated a loose/detached set screw, and a damaged suet screw. Analyst commented, unable to perform a sigma pace measurement due to damage to both the rv setscrew threads and the threads in the rv bore on the device. (B)(4).

Event description:
It was reported that approximately three days post implant the implantable pacing lead (ipl) exhibited high threshold. During the lead revision procedure the ipl encountered connection and/or set screw issue with the implantable pulse generator (ipg); after screwing, the lead is not held in the connector. The ipg and the ipl were explanted and replaced. No patient complications have been reported as a result of this event.